Event description:
It was initially reported that changes in the patient's generator settings were not able to programmed. When programming was attempted, a message stating "interrupted programming" was seen with an error code of 254. It was reported that 3 separate programming systems were tried and the issue continued with each of the programmers. It was reported that when system diagnostics were performed the results stated low output current. The company representative reported that there was no notable magnet usage or MRI scans, and that the magnet was not placed over the generator during these interrogations. X-rays of the vns were reported to have been taken which did not reveal any anomalies. A review of the programing data received from the tablets used to program the device indicated that there may be a hardware malfunction with the generator's magnet detection circuitry, and, that in this state, the device does not deliver any therapy despite diagnostic results indicating that current was delivered. Changes in settings also cannot be programed in this state. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The generator has been replaced and has been received. Analysis is underway but has not been complete to date. No additional or relevant information has been received to date.

Event description:
Analysis was approved for the generator. The reed switch was found operational upon receipt and low output current was not detected and the device could deliver therapy. An interrogation test was performed, and diagnostics displayed the expected results. The generator was subjected to and successfully completed electrical testing. No functional anomalies were noted with the generator while it was evaluated during analysis. A review of the internal data from the generator found 123 magnet swipes recorded and 22 magnet inhibitions recorded. This could indicate that the reed switch may have been stuck during the implant. No additional or relevant information has been received to date.